Event description:
It was reported that during a lap colon procedure, 2 devices were working normally at first. Then clips started falling out from device. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.